Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels. The customer could not recall any significant events leading to the issue. The customer's blood glucose level ranged from 545 to 570 mg/dl. The customer completed troubleshooting but did not find anything wrong. The customer stated she would call her nurse to find out how much insulin to give herself with a manual injection. Nothing was replaced or returned.